Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient ipg is no longer communicating with the external devices. The patient charged two weeks previously and noted it was difficult to maintain communication with the ipg and was unable to get a full charge. The system displayed a communication error and the ipg was inoperable. The ipg was explanted and replaced which restored therapy and resolved the patient's issue.